Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was not impacted. Troubleshooting did not occur with tandem's technical support as the customer had already changed the cartridge and the infusion set tubing/site.